Event description:
It was reported that the patient experienced withdrawal with nausea and increased baseline pain. Reservoir volumes measures and were equal; no alarms were noted. It was later reported that the hcp decided to change the catheter as the pump as implanted recently. The dye study didn't show any micro tears, but the hcp felt that was the problem. The catheter was disposed by the surgery center staff. As of the date of this report, there have been no further issues.

Manufacturer narrative:
(B)(4).